Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that the pump had no power. The reporter stated that there was moisture present in the battery compartment. The reporter stated that the patient had a blood glucose of 381 mg/dl with symptoms of nausea. The alleged blood glucose excursion does not meet animas criteria for a serious injury. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Date of submission (B)(6)-2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2018 with the following findings: a review of the black box showed unexplained power on reset events with deliveries never resumed. The total daily doses added up correctly. Moisture was observed behind the display lens. No moisture was found in the battery compartment. No damage was found to the battery compartment or returned battery cap. The returned battery cap fully attached to the pump. The pump powered on with auditory, vibratory alarms to a blank display screen. The pump cover was removed to find moisture ingress on the printed circuit board and internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.